Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels above 289 mg/dl. Customer alleged that pump was not delivering insulin. Correction boluses were delivered and customer's bg remained elevated. Insulin pens were administered successfully decreasing bg. No pump alarms were experienced during this event. Reportedly, the customer reverted to alternate therapy for diabetes management.